Event description:
The rep reported the devices were used during a laparoscopic nissen. It was reported the 35ol x2, 511ox2 and a 512on trocar gaskets shredded early in the procedure. Very few instruments exchanges occurred prior to the gaskets tearing and no sharp objects were inserted through the gaskets. The case was completed by replacing all the trocars. The surgeon was using a lcsk5 during the time that the trocars shredded. The surgeon believed the loss of pneumo was due to the lcsk5. The surgeon changed to lcs15 to deal with this possibility. There was no consequence to the patient.